Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to communicate with the external devices. The patient's programmer also reflected a communication error. It was stated the patient had not recharged the device or had stimulation in approximately 4 months. The ipg was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy was established post-operative.